Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached over 600 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient reported that she delivered manual injections (5 units each) every hour and gave a total of 35 units; despite these boluses, bg levels remained high and patient went to the hospital. Symptoms reported include pancreatitis and pain. Reporting ended abruptly and despite good faith efforts to obtain additional details of medical event, no other information was provided.